Event description:
During use of the device for a cardiopulmonary bypass procedure, the user reported the roller pump occlusion knob was stuck and could not be adjusted. The user observed the jammed occlusion knob at the end of the procedure. The user reported the surgical procedure was completed successfully, and there was no adverse consequence to the pt as a result of this event.

Manufacturer narrative:
Eval in progress, but not concluded.